Event description:
It was additionally reported that the rv lead had a possible fracture. The lead was capped and was replaced with a new lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 lead, implanted (B)(6) 1998. (B)(4).

Event description:
It was reported that an interrogation showed the right ventricular (rv) lead triggered a lead warning for high impedance, noise, and varying sensing. The lead remains in use for additional evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)